Manufacturer narrative:
The account stated they would replace the brake casters. No further information is available on the repair of the bed at this time.

Event description:
The account alleges the brakes will not hold. No injury reported.